Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery with a length of 39mm and diameter of 3.0mm. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the tip of the stent lifted up. It was noted that the lesion was not treated with pre-dilation. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the tip of the stent was lifted up. The procedure was completed with a different device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal struts were lifted and bunched distally. The undamaged stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.